Manufacturer narrative:
The device was disposed at the user facility. Because the device was not returned for review, a technical analysis could not be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for top assembly batch #7618201 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the event could not be determined.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the severely calcified, 90% stenosed mid left anterior descending (lad) artery. During pre-dilatation, the balloon ruptured on the second inflation at 14 atms. The initial inflation was also to 14 atms. The procedure was cucessfully completed with placement of another manufacturer's stent. There were no reported patient complications. Patient status listed as "good".